Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The indication for the implant was pulmonary embolism (pe) precipitated by bilateral deep vein thrombosis (dvt). The patient had been maintained on coumadin, but presented with a coumadin overdose in a suicide attempt. Due to the concern of coumadin utilization and the pe it was decided that an inferior vena cava (ivc) filter should be inserted. The device was placed via the right common femoral vein and positioned just inferior to the renal veins with adequate expansion. According to the intervention note: ¿after visualizing the patient¿s inferior vena cava gram and adequate measurements including ivc diameter which was noted to be 2.9-3cm (upper limits for trapease ivc) the trapease filter was deployed approximately 60cm inferior to the pulmonic vein. Subsequently the procedure was terminated. Impression: successful inferior vena cava deployment with no immediate complications. Approximately four days after the implant the patient presented to the emergency room with a big saddle embolus requiring tenecteplase (tnk)40mg. Computerized tomography scan showed a trapease in the right ventricular outflow tract. Open chest removal of the filter was performed six days after the index procedure. According to the operative note the patient tolerated the procedure well, post-operative chest x-ray was satisfactory and there were no complications. The pathology report of the retrieved filter described the device as ¿blood stained, spongy, basket like specimen of metallic wire consonant with vena cava filter, measuring 5.2cm in length and 3.0cm in diameter, the wire compromising the structure measuring less than 0.1cm in thickness.¿ it was initially reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, migration of the filter to the right ventricular outflow tract, resulting in an open removal procedure. As a direct and proximal result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received on the patient profile from (ppf) indicated that the filter perforated outside of the inferior vena cava (ivc), the filter was embedded, the patient had blood clots, clotting and occlusion of the ivc. The patient also reported to have had two chest hernias repaired since the removal procedure, an ablation performed on the heart, shortness of breath, the patient died and had to be resuscitated, anxiety, sleep apnea and was implanted with a second filter due to recurring pulmonary embolism (pe). According to the medical records, during the removal procedure the patient was placed on bypass for thirty minutes. The patient tolerated the procedure well and the filter was removed. There is currently no additional information available. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported, filter migration, perforation, thrombosis, ivc occlusion and clotting could not be confirmed and the exact cause could not be determined. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided it is not possible to determine the timing or the mechanism for the reported ablation or the patient ¿dying¿ requiring resuscitation or the relationship to the filter. As indicated in the ppf the patient was diagnosed with sleep apnea at the same time as the atrial fibrillation, it is not possible to determine the timing of these events or a relationship to the device. Sleep apnea is a known contributing factor in developing atrial fibrillation and other heart arrhythmias. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine a relationship between the device and the reported events, there is currently nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported by the legal team, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including but not limited to, migration of the filter to the right ventricular outflow tract, resulting in open removal procedure. As a direct and proximal result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including but not limited to, migration of the filter to the right ventricular outflow tract, resulting in open removal procedure. As a direct and proximal result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the filter perforated outside of the inferior vena cava (ivc), the filter was embedded, the patient had blood clots, clotting and occlusion of the ivc. The patient underwent the procedure to remove the filter six days post implantation. The patient also reported to have had two chest hernias repaired since the removal procedure, an ablation performed on the heart, shortness of breath, the patient died and had to be resuscitated, anxiety, sleep apnea and was implanted with a second filter due to recurring pulmonary embolism (pe). According to the medical records, during the removal procedure the patient was placed on bypass for thirty minutes. The patient tolerated the procedure well and the filter was removed. Originally, the patient had a history of pulmonary embolism (pe) and presented to the hospital with coumadin overdose in suicidal attempt. The filter was placed prophylactically to prevent pe. The filter was deployed during the index procedure below the renal veins without any reported complications.